Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose readings of 20 mg/dl. Customer stated that it was due to the altitude and activity from hiking. Customer declined troubleshooting and stated that he ate alot of food causing his blood glucose readings to go up to 500 mg/dl. Customer treated the high with a bolus. No further details provided. No product is being returned for analysis.